Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for thyrotropin (tsh). The erroneous results were not reported outside of the laboratory. Patient 1 initial tsh result was 0.024 miu/l. The sample was repeated on (B)(6) 2016 since the result did not fit the clinical picture of this patient. The repeat result was 3.89 miu/l. Patient 2 initial tsh result was 0.021 miu/l. The sample was repeated on (B)(6) 2016 since the result did not fit the clinical picture of this patient. The repeat result was 3.06 miu/l. No adverse event occurred. The tsh reagent lot number was 159557. The expiration date was not provided. A specific root cause could not be identified. Based on the analysis of the calibration signals and quality control results, a general reagent issue can be excluded. The discrepant results may have been due to the presence of foam/bubbles on the samples, the presence of fibrin clots/strands in the sample or an incorrect positioning of the sample tube combined with wet tube walls.